Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the foot end casters were damaged and one of the caster supports was broken. He replaced the caster and the support to repair the bed.